Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer will order a gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device volumes were high when set to 500 it was delivering 600 on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.